Manufacturer narrative:
The controls were run before the event and were within specifications. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse indicated that reproducibility was poor for hgb. The fse verified reagents and reagent delivery was good. The fse found the probe alignment was off. The fse performed probe alignment and cleaned the probe. Reproducibility was good after service.

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter ac*t 5 diff cap piercer (cp) analyzer was generating too many sample result variations between sample runs for two (2) patients. No erroneous results were reported out of the laboratory. No variations were noted with the differential parameters. Erratic results for hemoglobin (hgb), hematocrit (hct), and platelet (plt) results were observed between runs on patient 1, with no instrument generated flags for the affected parameters. Additionally, lower hgb, hct, and plt were obtained on the initial and rerun 2 results compared to reference results (correct). Mean corpuscular volume (mcv) and mean corpuscular hemoglobin (mch) were lower compared to reference across all runs. Erratic red blood cell (rbc), hgb, hct, plt results were also observed between runs on patient 2, with no instrument generated flags for the affected parameters. Additionally, mcv was lower compared to reference across all runs. The results provided by the customer are shown in the attachment section of this report. Patient treatment was not impacted in connection to this event.